Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed scratches to the lcd lens, a worn uso seal and a lifted dso seal. The tamper seal was not broken. A functional test was performed and the reported issue was duplicated. The device was powered on, a continuous alarmed error code 41622 was present and during inspecting, a loose hub gear was found. As a result, the set screw that holds the hub gear was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event unknown.

Event description:
It was reported the device exhibits a error code 41622. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.